Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was high (260 mg/dl) overnight. The customer did not know the cause of the high bg. The customer changed the infusion set site twice, changed the tubing and cartridge. A bolus was delivered and the basal rate was doubled. As the customer's bg was lowering, the customer thought the issue was resolved. The customer declined tandem technical support's offer to troubleshoot.